Event description:
Additional information was received that provocative testing was performed in which no abnormalities were seen, and the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, post-sensed t-wave over-sensing (pstwos) was observed. Abbott technical support was contacted and suspected right ventricular (rv) lead damage, although it was not confirmed. Reprogramming and provocative testing was recommended to resolve the event; however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.